Event description:
It was reported that (4) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the 512sd gaskets all tore in the same case. There was no consequence to the pt.